Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy, the surgeon was able to press the green button but was unable to squeeze the handle, and the stapler did not fire. They changed with a new device to complete the case. There was no patient injury.

Manufacturer narrative:
Additional info:if information is provided in the future, a supplemental report will be issued.